Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an early end of sensor session was reported. Data was provided for evaluation. The reported issue was not confirmed. The probable cause could not be determined as the reported issue was not found. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Describe event or problem - additional information, device evaluation. Device availability - device evaluation. If follow-up, what type - additional information, device evaluation. Device evaluated by manufacturer - device evaluation. Method - additional information, device evaluation. Results - additional information, device evaluation. Conclusion - additional information, device evaluation.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an early end of sensor session was reported. Data was provided for evaluation. Review of the log data could not confirm the reported issue. The transmitter was received for evaluation. An external visual inspection was performed and no defects were found. Voltage testing was performed and the transmitter passed. Pairing and functional testing was performed and transmitter passed testing. The reported issue was not confirmed. The probable cause could not be determined as the reported issue was not found. No additional event or patient information is available.